Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp said they've already done physical therapy around the device area and patient(pt) noticed the ins has shifted within the last month. Tss reviewed to avoid the area of the implant when performing this therapy and to have the pt follow up with her managing hcp to assess the ins site. Per patient, the therapy and device is still working fine. Hcp was from a physical therapy office. Inquired about 'myofascial release' in the abdominal area and around the area of the implant. Per caller, this involves manual manipulation and stretching. Tss reviewed avoiding excessive movement, pressure and stress around the area of the stimulation system and consulting with managing hcp to determine appropriate actions. The hcp said they've been doing manual therapy (stretching, etc.) To treat an si joint stabilization issue. The hcp said the physical therapist noted the scarring from the pt's interstim as being a potential in contributing to this issue, but they weren't certain. The hcp noted that this issue is chronic and has been going on for several years, but noted the pt's device may be a contributing factor. Tss discussed avoiding the area of the implant when doing this therapy and to discuss symptoms with pt's managing hcp. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device has been upgraded to a new version. Device removal has been scheduled for (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the contacted their managing hcp. When asked if they experienced any symptoms related to the issue the patient reported ¿yes, pain where the device is located¿. The cause of the ins shifting was unknown. Possibly from physical therapy sessions using deep massage on their back area. At appointment the hcp said the device was okay. The hcp is replacing the device with the newer smaller MRI compatible device. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.